Event description:
The customer contacted physio-control to report that their device powered off by itself while being used to monitor a patient's nibp and spo2. There was patient use associated with the reported event however, there was no adverse patient outcome.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device, but could not reproduce the reported failure. From the downloaded electronic patient record it was observed that the device had indeed powered off, but the failure could not be reproduced. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use. A cause of the reported failure could not be determined.